Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7, with a highest continuous glucose reading of 348 mg/dl after a meal and ongoing elevation despite recent infusion set change to the abdomen; no occlusion or dosing-stopped alerts were reported, and the user expressed concern about the rate of insulin delivery while the replacement pump continued algorithm learning. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device or use problem identified, and no applicable component issue was isolated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.